Event description:
It was reported that an overdischarge (od) was suspected. The patient had a heart attack and had not used the device since (B)(6) 2014. The patient had not recharged or used the system since then. The patient tried to activate it and it would not turn on. The patient met with a company representative on (B)(6) 2014. The power on reset was cleared/reset. Minor reprogramming was done and the telemetry strip noted high impedances on electrodes 8 and 15. However, the coverage was appropriate for the pain target. The patient¿s status was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).